Event description:
It was reported that the health care professional (hcp) called about a follow up appointment and reviewed the pacemaker that showed approximately 4 months left. Physician determined that the battery was depleting faster than expected, as well the device was not performing as intended. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.